Manufacturer narrative:
Section d10 references: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2022: product type implantable neurost imulator product ID wr9200 lot# serial# unknown: product type recharger product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2022: product type implantable neurostimulator product ID wr9200 lot# serial# unknown: product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) reported they had 2 activa rc's implanted on (B)(6) 2022. Pt said manufacturer representative (rep) told them not to attempt charging until this saturday and when pt attempted charging the wirelessrecharger would beep and beep (searching for implant) and then find implant and then start beeping again. Patient services (pss) reviewed basics of recharging implant, pt has bandages off and has steri strips over implant site. During call pt made connection with both right and left implants but the wireless recharger would disconnect periodically during call. Pss reviewed labeling on how healing can effect recharging. After education pt said they would try and charge their implants. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient is having difficulty charging the implanted inss. Rep reported that the patient has been having the difficulty charging since the inss were placed on (B)(6) 2022. The patient has two rechargers and the rep was having difficulty getting either recharger to connect to either ins. Technical services (tss) asked if the inss felt like they was superficial or tilted, the rep reported that the left side feels a little deeper and maybe tilted. Rep indicated that the left side ins was more difficult to connect to with the recharger. Rep attempted to connect for a charging session with the left side ins. Rep indicated that the recharger would connect for a couple of seconds and then it would lose the connection to the ins. The caller tried moving the recharger around the device, above, below, left and right, but that did not resolve the connection issue. The caller started a session using the other recharger with the right side ins and the recharger connected to the ins. The caller tried to use both rechargers and both connected to the right ins and displayed excellent coupling status. Technical services reviewed information about charging. The caller was goingto continue to try to find the best location for charging with the left side ins. The patient called back and reported that they continue to have difficulties charging the inss. Last night the patient was having difficulty charging the right-side ins, noting that they were unable to establish a connection between the wireless recharger and ins after trying for 10-15 minutes. The patient mentioned that they occasionally could get an excellent connection for 2 seconds before it lost the connection again. The patient added that the right-side ins charge level was down to 0%. The patient mentioned that mdt rep had been to their home to troubleshoot, and they called the rep this morning and left a message to continue troubleshooting. The patient was in their car at the time of the call and asked for the rep's phone number since they did not have it with them. Agent reviewed requested information, and the patient indicated they would be following up with the rep to further address the issue. The patient also mentioned that they intend on having the inss replaced with non-rechargeable inss.